Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with two neurostimulators for gastrointestinal/pelvic floor. The patient reported that both of their implantable neurostimulators (ins) were turned off for a previous procedure and that they did not know if they were on at the time of report because they could not feel either one. The patient also noted that they felt like something was sticking them in their vagina so they wanted to check with their patient programmers (pp) but neither pp would come on, they would not power up. The patient stated that when they sat down it would feel like something was poking in their vagina. The patient noted that they had so many aches and pains that they did not pay attention to the date. The patient had not tried changing the batteries, so they noted that they would find some batteries and try replacing them. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.